Event description:
It was reported that the device was explanted after an implant duration of approximately 70.2 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis (source: hip surgery), aortic insufficiency and paravalvular leak.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was to be used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant during preparation, before the rx locking device and biopsy cap system was attached to any endoscope, the user pre-pierced the biopsy cap using an 18 gauge needle. This caused the foam insert (sponge) to detach, and came out of the biopsy cap. The procedure was completed with another microvasive rx locking device & biopsy cap system . There were no patient complications as a result of this failure mode. The patient's condition post procedure was reported to be fine.